Event description:
Related manufacturer report number: 1627487-2023-04009, 1627487-2023-04010. It was reported the patient's t12, l3, and l1 leads had migrated. The issue was confirmed via x-rays. As a result, surgical intervention was undertaken on (B)(6) 2023, wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.